Event description:
Edwards received notification that severe central regurgitation secondary to leaflets not fully closing was observed on echo twenty-one (21) days after the implantation of this valve model 6900ptfx27. As reported, at the time of procedure this 67-year-old patient, underwent mitral valve replacement, tricuspid valvuloplasty, radiofrequency ablation of atrial fibrillation, epicardial temporary pacemaker lead implantation and intra-aortic balloon pump. The patient's mitral regurgitation area on pre-op echo was 12.8cm2 . Ejection fraction (ef): 50%. The echo right after implantation valve showed mild mitral regurgitation. On postoperative day (pod) # 3 echo showed mild thickening and moderate regurgitation with regurgitation valve area of 5.5 cm2. Ef: 41%. The opening function was good, while the closing function was poor. On pod # 21, echo revealed good leaflet opening but not closing fully causing severe central regurgitation and a regurgitation valve area of 10.3 cm2. On pod # 27 echo showed good opening and closing functions with moderate regurgitation with regurgitation valve area of 5.5 cm2; ef: 45%. As reported, a valve quality issue was suspected. No suture loop was suspected. The patient did not have to be rehospitalized due to this event. The action planned was follow-up consultation. The patient did not receive any treatment. The patient presented with chest tightness and shortness of breath. The patient was discharged home.

Manufacturer narrative:
Added information to section a1 (patient identifier), b5 (describe event or problem), b7 (additional text) and e1 (reporter name). Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (impact code) and h6 (clinical code).

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation...edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the information available, the complaint is confirmed, however, a definitive root cause cannot be conclusively determined. It is possible that patient and/or procedural factors caused or contribute to the event. An edwards defect has not been confirmed.

Event description:
Edwards received notification that this valve model 6900ptfx27 implanted in the mitral position presented central regurgitation secondary to leaflets not fully closing. Central regurgitation was mild to moderate in the intraoperative echo. It evolved to severe at pod 21 echo and later on moderate at pod 27 echo. The opening function was good, while the closing function was poor. No thrombosis affecting leaflet closure was suspected. The patient received anticoagulant therapy with warfarin initially after implant and was still receiving warfarin at the time of the reported event. No suture loop was suspected. The patient did not receive any treatment. The patient presented with chest tightness and shortness of breath. The patient was discharged home and follow up consultation is planned.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that severe central regurgitation secondary to leaflets not fully closing was observed on echo twenty-one (21) days after the implantation of a valve model 6900ptfx27. The patient's mitral regurgitation on pre-op echo was 12.8 cm2. The echo right after implantation valve showed mild mitral regurgitation. On pod# 3 echo showed moderate regurgitation with valve area of 5.5 cm2. On pod# 21, echo revealed good leaflet opening but not closing fully causing severe central regurgitation and a valve area of 10.3 cm2.